Manufacturer narrative:
An investigation is in progress for returned product received on (B)(6) 2022.

Event description:
Tampon strings frayed...shorter than normal [device physical property issue]. Tampon string break off [device breakage]. Case narrative: consumer reported via e-mail that tampon strings are frayed, break off, and some are shorter than others. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampon strings frayed...shorter than normal [device physical property issue] tampon string break off [device breakage] cause was traced to manufacturing [manufacturing issue] case narrative: consumer reported via e-mail that tampon strings are frayed, break off, and some are shorter than others. No injury reported.